Event description:
Customer stated that they changed the batteries and received a battery out limit alarm. Customer also stated that the act button on the insulin pump was unresponsive and customer was unable to clear the alarm. Customer stated that the insulin pump may have been exposed to humidity and sweat. Customer's blood glucose reading at the time of the call was 300 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. No battery out limit alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.